Event description:
According to the report, the device failed with regards to its intended function. The report stated that the unit started to go out in the middle of a case. Then towards the end of the case, it did not work at all.

Manufacturer narrative:
There are no reports of injuries or other unacceptable risks; furthermore, no additional information has been provided that could be used for a comprehensive assessment. However, one complaint involving a similar issue was identified in the past two years, which was classified as a reportable serious injury. Therefore, richard wolf gmbh consider this case to be a reportable malfunction.